Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer had received software error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The self test was passed. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Event description:
Updated summary: the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5. The pump was received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the self test however, unable to perform the displacement test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. No pump error 53 alarms were noted during testing. The pump history file lists data from 6/10/2022 thru 10/9/2022. Unable to verify any pump error 53 alarms on or prior to 6/10/2022 due to no historical data available; however, no pump error 53 alarms were found in the available data in the pump history and long trace files. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly, motor, or force sensor. The following were noted during the physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label stained, end cap address label faded, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Pump error 53 alarm complaint is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.